Event description:
Boston scientific crm received information that this right ventricular (rv) lead had an increase in impedance measurements and threshold measurements. Additionally, it was suspected that there was a perforation. Fluid build up was drained from the patient. A boston scientific crm technical services (ts) consultant stated that from these diagnostics, nothing absolutely indicates an rv leas perforation.